Manufacturer narrative:
(B)(4). Examination of the returned device confirmed the reported event. Examination of the returned device confirmed one of the balseal springs is missing from the smaller balseal and was not returned. The initial report states "a spring on an attune fb sz 5 articulating surface loosened but did not fall off." Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune femoral impactor was cracked from the top middle of the neck and down the middle. Also, a spring on an attune fb sz 5 articulating surface loosened but did not fall off, no patient involvement on either. No surgical delay.